Event description:
The pt's pump has been routinely filled with dilaudid and morphine. These medications controlled the back and foot pain. The pt planned to change health professional. The pump was last refilled in 2008. The medication used at this refill is unk. The refill was enough for one month. Since then, the pt experienced tenderness at the pump site, severe pain in his back and left foot felt like it was on fire (side used for bypass graft). He was also feeling uneasy and shaking while sleeping. No nausea or vomiting was reported. He did not get out of bed, except to the bathroom, for a week. The pt died approx one month after the refill. The pt had not found a new health professional. The cause of death was unk. It was not believed to be device related. Attempts to obtain add'l info were unsuccessful. It is unk if an autopsy was performed.